Manufacturer narrative:
Model number/catalog number: 72404155, batch/lot number: 1000465775, model/catalog description: reservoir 65 ml pc/iz, unique identifier (UDI) #: (B)(4). At this time, the investigation is in progress. Once the investigation is completed the final report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it presented inflation issues. A surgical procedure was performed during which the entire device was explanted. There were no patient complications reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it presented inflation issues. A surgical procedure was performed during which the device was explanted. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1000465775. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #:(B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The microscopic visual inspection of the cylinder revealed that cylinder 1 had wear at a fold in the proximal end and the middle of the cylinder, and two holes in the proximal end of the cylinder from sharp instrument which is standard for the explant process. Cylinder 2 had wear at a fold in the proximal end and the middle of the cylinder. The microscopic visual inspection of the pump revealed that pump kink resistant tubing (krt) was worn to the filament. The microscopic visual inspection of the reservoir revealed that the spherical reservoir had scaling, and krt had a hole from sharp instrument damage at the strain relief adapter junction which is standard for the explant process. The leakage test of the cylinder revealed that cylinder 1 had two leaks from sharp instrument in the proximal end of the cylinder. The pump passed functional testing. Cylinder 2 and the pump passed the leakage test. Inflation issue is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. A risk review confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established as the sharp instrument damage was a secondary failure which is standard for the explant process.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as it presented inflation issues. A surgical procedure was performed during which the entire device was explanted. There were no patient complications reported.